Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the available information, the reported difficult to remove was due to a combination of challenging anatomy and procedural conditions. The reported tissue injury was a cascading effect of the reported difficult to remove as chordal rupture occurred in attempts to free the clip from the anatomy. The reported medical intervention was a result of case specific circumstances as the clip was repositioned to treat the reported tissue damage. Chordal rupture is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip referenced in b5 is filed under separate medwatch report number(s).na

Event description:
Subsequent to the initially filed report, the following additional information was received: it was reported that on (B)(6) 2021, the first clip (10304r207) became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A small leaflet tear was noted, increasing mitral regurgitation to grade 4. It was noted that grasping was difficult due to the clip had briefly become entangled in the chords. The clip was freed and deployed. The patient will remain hospitalized to await additional treatment. It was noted that the patient experienced a minor esophageal ulcer as a result of the transesophageal echocardiogram (tee) from the initial procedure; and therefore additional treatment has not yet been performed. The second clip (10304r208) remains stable on both leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted annular dilatation with the leaflet coaptation at the level of the annular and almost no coaptation depth and length. There was also a prominent chord present on the anterior leaflet at the grasping area. A triclip steerable guide catheter (sgc) was advanced to the mitral valve for off-label use. Then the first clip was successfully deployed on the a2/p2. The second clip delivery system (cds) was advanced in the ventricle when the clip became stuck on the chords. After some maneuvering, the clip was freed. However, a chordal rupture occurred. The clip was re-positioned to treat the chordal rupture and the clip was successfully deployed. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.